Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that after device preparation according to the instructions for use (IFU), the nc trek balloon was taken to the lesion and inflated twice at 14 atmospheres; however, after the last inflation, the balloon only partially deflated. The device was removed without issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.